Event description:
It was reported that during a gastric bypass procedure, when the device was fired, the clips crossed each other. The site opened a new device to complete the procedure with no pt consequences.

Manufacturer narrative:
Info anticpated, but unavailable at this time.